Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. A review of the pump alarm history revealed multiple consecutive cs054/cs052/cs012 call service alarms. During testing, the pump powered on with a blank screen. The pump case was removed, and no intermittent conditions were found; however, further technical analysis revealed a failed u17 component on the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a blank screen, and a failed internal component. This report is made based on results of investigation completed on (B)(6) 2016.